Event description:
It was reported that while attempting an implant procedure this right ventricular (rv) lead exhibited high capture threshold and loss of capture even after trying in various locations. It was also noted that this lead had perforated. This lead was successfully replaced with an active fixation lead. No additional adverse patient effects were reported.